Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and mesh was implanted. The patient reported that the device has destroyed her life and resulted in nine operations within five years. The patient explained that the mesh felt like a cheese wire cutting into the bladder which caused inability to urinate, nerve damage and painful intercourse. The patient underwent a procedure to have the mesh cut to reduce tension, but issues continued. The patient underwent another procedure to remove the mesh, but the patient reported that the mesh had disintegrated, became sticky like glue and was only partially removed. The patient reported that she was still unable to urinate and suffered over fifty bladder infections over five years due to the urinary retention and self-catheterization. The patient underwent another procedure on an unknown date and reported that the mesh had fused to the pubic bone and was life threatening. The patient has received pain medication and neuromodulation. The mesh remains partially implanted. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 03/21/2019. Additional narrative: it was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2012 and tvt was implanted. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.